Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1 their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm, and didn't disconnect any point during therapy. Nothing unusual was noted with any of the home pt's supplies. Outlet port clamps were used while making spike/port connections and the pt had 2 unused supply lines which were clamped off during therapy. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt resumed therapy by setting up with the same pt extension line. No pt injury or medical intervention was associated with this incident per the home pt.